Event description:
A patient reported they are having trouble using their fasttake meter due to their meter allegedly powering off during use. There was no result on their meter - patient was unable to test. No treatment documented. No further information has been reported. No serious injury or allegation of harm.